Manufacturer narrative:
Patient weight not made available from the site. The medtronic representative confirmed the issue was resolved at time of call. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative received a report that, while in an ear, nose & throat (ent) procedure, the site's imaging system was unresponsive in the software. Also reported was that the gantry was not responding to movement buttons on the pendent. The site radiographic technologist (rt) re-booted the imaging system, however, the issue persisted. The third re-boot of the imaging system was successful, issue resolved. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 5-10 minutes. There was no impact on patient outcome.

Manufacturer narrative:
A software engineer reviewed the software logs and found there is no clear indication in the logs why the o-arm was unresponsive. The system was rebooted four times that day at 13:48:41, 14:00:02, 15:33:15 and 15:55:41. The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive.